Event description:
It was reported that the patient was implanted for urinary retention but was still retaining 250 to 300 ccs of urine when they catheterized twice a day. The patient had no improvement since implant. The patient could go longer during the day without having to use the bathroom than they could go at night. The patient did better during the day than at night. The patient didn¿t feel good and was tired since implant. The patient increased stimulation to 1.5v 1 or 2 days ago and did feel stimulation sensation intermittently. The patient was wondering if there was any way to tell if they had a different program for nighttime. There was not a 50 percent or greater symptom reduction. The patient was recently implanted on (B)(6) 2015 with no significant response to date. The patient did not have an evaluation of all programs since they were newly implanted. The troubleshooting done to provide insight to th e issue and the action taken to resolve the event was that reprogramming was performed on (B)(6) 2015. The patient had a follow-up appointment scheduled for (B)(6) 2015. The cause of the event was not determined and it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qkyk, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).